Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that tubes were pushing off the non-patient needle unless held in place. This resulted in underfilled tubes, but some tubes did not fill at all. Samples were recollected but no health impact or consequence was reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that tubes were pushing off the non-patient needle unless held in place. This resulted in underfilled tubes, but some tubes did not fill at all. Samples were recollected but no health impact or consequence was reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo was received in support of this complaint from catalog 367960, lot number 3257753. The photo was evaluated and does show the customer¿s indicated failure mode of underfill; the photo does not show the customer¿s indicated failure mode of tube push off. Additionally, (B)(4) retention samples were visually inspected with no issues being identified. 10 production lot in-house retention samples were draw tested. All tubes were within specification limits and did not exhibit tube push off. It is recommended that to alleviate tube push off, one must hold the vacutainer tube in place until it has completed the required draw volume and flow has ceased. Bd was able to confirm the customer¿s indicated failure mode of underfill with the investigation completed; however, is unable to confirm the customer¿s indicated failure mode of tube push off with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.